Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-16992f serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the instrument¿s tip was broken. The most likely cause of this event is device prying/leveraging during use. Per dfu-0255-eor2_fmt_en. Cautions: 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue.

Event description:
It was reported that during a capsule repair surgery the tip of the device broke off. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. A switch of the surgical technique was required. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.